Manufacturer narrative:
The insulin pump passed all functional testing. The insulin pump was received stuck in motor error loop during the delivery test and occlusion test due to motor error alarms. The motor was tested outside of the insulin pump and passed. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the insulin pump alarmed no delivery. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.